Event description:
On (B)(6) 2019, neotract was made aware of an (B)(6) that underwent a successful prostatic urethral lift (pul) procedure on (B)(6) 2019. In addition, the patient received bilateral ureteral washings, ureteral biopsy, upper pole urothelial biopsy, and bilateral stents. Prior to the pul, the patient had a past medical history of non-muscle invasive bladder cancer, atrial fibrillation, bph, and had a urine culture (B)(6) for (B)(6). At least 4 weeks prior to the procedure, he was treated with ampicillin. While in the recovery room, the patient developed tachycardia and hematuria but was overall reported to be in stable condition. The anesthesiologist stated that the patient has experienced tachycardia after awakening from anesthesia in previous procedures and was not concerned with the patient¿s clinical condition. At an undetermined time later, the patient was admitted to the hospital with blood cultures positive for bacteremia and negative urine cultures. During hospitalization, the patient received IV antibiotics and did not receive any additional interventions. It was reported that the hematuria cleared two days post procedure. At an undetermined time later, the bacteremia developed into sepsis. The physician reported that the patient was admitted to the ICU for at least twenty-four hours and was hospitalized for six days. He was discharged with an oral course of ampicillin for nine days. At a two week follow up, the physician reported that the patient was recovering and only complained of fatigue.